Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer was able to clear the alarm and rewind the insulin pump. Customer reported that the drive support cap looked normal. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer complaint notes, customer reported motor error motor error. Pump history download using thds was successful. However, pump error alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. Pump error alarms are due to the pump not having power for a long period of time. Pump passed the displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor and excessive no delivery test. No motor error alarm noted. Motor passed motor test. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Pump received with cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.